Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level of 411 mg/dl when he went to the bed at the last night. Customer just got insulin pump and on tuesday he went into auto mode. Customer stated that they put new infusion set and reservoir and his blood glucose level was became high. Customer reported that she took 8 u humalog and shots and the blood glucose came down. Customer stated that she took 60 carbohydrates and ate 30 carbohydrates but blood glucose kept going up and it was of 318 mg/dl. Customer reported that she took insulin through injection and it took it down up to 179 mg/dl. Customer stated that in the morning she noticed that infusion set fell off from the body and was disconnected accidentally. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump was not returned for analysis.